Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had reused single-use supplies while they were performing peritoneal dialysis therapy on the homechoice device. The customer contacted global technical services regarding an alarm during initial drain of peritoneal dialysis while using the home choice. The patient stated they had the same alarm last night and was using the same supplies. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.